Event description:
The hospital reported that the biopump was cracked and leaking. The device was changed out during the procedure. The reported blood loss was minimal, 30-50 cc. The patient was not affected by the incident.